Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The data logs were returned and confirm the low flow and suction alarms. Multiple spikes in motor current can also be seen. The root cause of the low flow was most likely biomaterial ingestion as the clinical report mentions biomaterial being observed, and the multiple motor current spikes in the logs suggest biomaterial interacting with the impeller. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with an unknown primary indication was implanted with an impella cp for mechanical circulatory support. During support, the pump failed to get flows over 2 l/min and was eventually showing suction at setting p2. The team suspected that a clot was causing the issue, so the pump was removed and replaced with a second device. There was no reported harm to the patient.